Event description:
On (B)(6) 2011, a 21 mm trifecta valve was implanted. In (B)(6) 2017, a valve-in-valve procedure was done due to a leak. The status of the patient is not made available. (Clinical study patient ID: (B)(6)).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 21 mm trifecta valve was implanted. On (B)(6) 2017, the patient was hospitalized for cardiac insufficiency. On (B)(6) 2017, an echo showed valve degeneration and a leaflet perforation and the patient underwent a valve-in-valve (unknown model/sn) procedure that same day. The patient is reported to be stable and was discharged on (B)(6) 2017. (Clinical study patient ID: (B)(6))